Manufacturer narrative:
The sp drape involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report.

Event description:
It was reported that prior to start of da vinci-assisted surgical procedure, the clip mechanism and the vinyl covered arm section, which was supposed to connect do not align properly, making it impossible to attach the single port drape (the orientation is incorrect). The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: drape did not engage. It was resolved by using backup drape.